Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus massage toothbrush for dental cleaning (route: dental, lot number: 07010sg s2, frequency and expiration date unspecified). After an unspecified duration, at night of (B)(6) 2013, the toothbrush broke into half while using it. The consumer added that the toothbrush was hanging on from the plastic part of it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus massage toothbrush for dental cleaning (route: dental, lot number: 07010sg s2, frequency and expiration date unspecified). After an unspecified duration, at night of (B)(6) 2013, the toothbrush broke into half while using it. The consumer added that the toothbrush was hanging on from the plastic part of it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013 one toothbrush, lot 07010sg s2, was received. The returned toothbrush lot has been manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause cannot be determined for this complaint. The returned sample was broken however the breakage has occurred at a point that is clamped during testing. There is no consumer information regarding where the consumer held the brush or the force they used whilst using the brush. Although this complaint is verified due to the returned sample, the disposition of this complaint shall be not confirmed as it cannot be attributed to a manufacturing defect. Monitoring of complaint trends will continue. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.